Manufacturer narrative:
Sample: associated MDR 1045254-2017-00196; sample: associated MDR 1045254-2018-00025 . Product receipt / condition: 2 opened samples, part number 8229307, from lot number 0212680446. Only the inflation assembly was returned on the 2 samples. The devices were not segregated or identified by line item number. The samples were analyzed together, and the results duplicated on the analysis tasks. Methodology / results: visually, the roberts valve was pushed into the inflation pillow on both samples which would have resulted in the reported event. The valves were pushed deeper into the pillow, beyond the seated position, which would have resulted in a leak. A function test with a syringe confirmed a connection issue with the valves. The manufacturing instructions contain 100% visual inspection for damage to the inflation assembly, manual insertion of the roberts valve, and a leak test with subsequent deflation using a syringe; all of which would have likely detected the anomaly. A review of the global complaint data showed no other similar complaints for this lot number; in contrast, this facility reported 2 from the same lot during the same procedure. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. There was no allegation of a defect prior to use. The information most likely indicates an inadvertent handling issue (such as excess pressure while loading the syringe onto the valve). Complaint substantiated / confirmed: yes. Conclusion: there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the patient was being treated for a total thyroidectomy. Intubation was performed after a verification of the equipment. Bilateral and symmetric auscultation validated by the anesthesiologist. Beginning of the procedure, there were no ventilatory pressure problem. During the procedure, after the right lobectomy, a pressure problem was observed. ¿no capno¿, ventilation failing which required an extubation and reintubation in spite of vigilance during the fixation of the lead. Surgery took more time, unclamping was necessary. Patient was manually ventilated while the second tube was prepared; restart of the surgery after all verifications validated. The procedure was completed successfully. At the end of the procedure, after extubation, the second tube was inspected and exhibited the same problem; the ¿white tip stays pushed. Balloon was inflated again for a test; balloon inflates normally but after few minutes balloon was deflated again.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This is an update to report 1 of 2.

Manufacturer narrative:
Product evaluation: analysis results not available; device not received for evaluation.

Event description:
The physician reports that during the procedure "they had issues with the deflate balloon two times. They had to change the tube and get the same issue." There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.